Event description:
Supplemental follow-up MDR report is being submitted due to the receipt and evaluation of the complaint device on 11 may 2023.

Manufacturer narrative:
PMA/510(k) # p050017/s002 and s003. Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Manufacturer narrative:
PMA/510(k) # p050017/s002 and s003 device evaluation the ziv6-125-10-8.0 device of lot number c1915853 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document-based investigation was conducted. During inspection of the returned device, it was noted that the rpn and lot number of the outer packaging did not match the rpn and lot number of the tyvec packaging, the distributor confirmed the correct rpn and lot number to be ziv6-125-10-8.0, c1915853. As per images provided, the ziv6-125-10-8.0 stent was deployed with red safety tab intact. The device related to this occurrence underwent a laboratory evaluation on the (B)(6) 2023. Refer to the returned product-notes field for lab evaluation notes and attendance. On evaluation of the device the following was noted: visual inspection: stent returned separately and intact. Red safety tab in place. Inner catheter is exposed. Biological matter visible in inner catheter. Functional inspection: device flushes with no issue. 0.035 inch wire guide passes through with no issue. Manufacturing records review prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and label it should be noted that the instructions for use (ifu0041) states the following: ¿ensure that the safety lock is not inadvertently removed prior to stent release¿. There is no evidence to suggest that the customer did not follow the instructions for use or label. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined. Possible root causes could be attributed to incorrect handling of the device, damage during transportation or the off label use of the device in the hepatic portal vein. According to the initial report, the event occurred prior to patient contact however it was clarified throughout the investigation that the delivery system did make patient contact however the stent did not, this was confirmed during the lab evaluation as biological matter was observed on the inner catheter of the device. It is unclear why the device was removed from the patient prior to stent release, a number of attempts were made to gain more information however this was unsuccessful. One possible root cause could be attributed to incorrect handling of the device, it is possible that the red safety tab was inadvertently removed which led to the release of the stent. Another possible root cause could be attributed to impact during transportation which may have caused damage to the device leading to the premature release of the stent. A third possible root cause could be attributed to the off label use of the device in the hepatic portal vein, it is not possible to predict how the device will perform outside of its intended use. In the event that more information becomes available, the complaint will be re-opened and updated accordingly. Confirmation of complaint complaint is confirmed based on customer testimony and/or rep testimony. Summary of investigation according to the initial reporter, the stent was released outside the patient with the red safety tab intact. No adverse effects were reported as a result of this occurrence. The procedure was completed with an additional device, within the same operating procedure. Investigation findings conclude possible root causes of incorrect handling of the device, damage during transportation or the off label use of the device. Complaint is confirmed based on customer testimony and/or rep testimony. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up MDR report is being submitted due to the completion of the investigation on (B)(6)2023

Manufacturer narrative:
PMA/510(k) # p050017/s002 and s003. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
After unpacking and rinsing, the stent was prepared to be advanced through the wire guide . Prior to the stent entered the patient and the red safety valve was not removed, the stent was released outside the patient. The procedure was completed by using another new device,no adverse effect reported. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Are images of the device or procedure available? No. At what stage of the procedure did the complaint occur? Insertion. Details of access sheath used (name, fr size, length)? 6f sheath ,13cm. What was the target location for the stent? Hepatic portal vein. Was the product inspected for kinks or damage before use? Yes, nothing abnormal detected. Was the device used percutaneously?no. Was the device flushed through both flushing port before the procedure, as per IFU? Yes. Was pre-dilation performed ahead of placement of the stent? Yes. Was post-dilation performed after the placement of the stent? Yes. Details of the wire guide used (name, diameter, hyrdophyllic)? 0.035¿ stiffened wire guide, ,no hydrophilic coating. Did the patient exhibit difficult or altered anatomy (if altered please specify how it is altered)? N/a. Was resistance encountered when advancing the wire guide to the target location?no. Was resistance encountered when advancing the delivery system to the target location? No. How did the physician deal with this resistance? N/a. Was the approach ipsilateral or contralateral? N/a, ipsilateral. If contralateral, was the bifurcation angle steep? N/a. Did the tip of the delivery system cross the target location? No. Was the delivery system tracked around a tight angle in the patient anatomy? No. Was the delivery system damaged/kinked/twisted during deployment? No. Was the handle pulled towards the hub during deployment? No. Was the delivery system pushed during deployment? No. Was the stent deployed smoothly / without resistance? Yes. If no, please detail any difficulty experienced during deployment. What artery was the stent placed in? Hepatic portal vein. Was the stent fully deployed from the delivery system prior to removal of the delivery system? No. Did the patient have any pre-existing conditions? No. If yes, please specify.did the patient require any additional procedures as a result of this event? No. What intervention (if any) was required? N/a. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure. Were any other defects (other than the complaint issue) observed on the delivery system prior to return (e.g. Kink)? No.